Event description:
Additional information was received from the patient. It was reported that the rep cancelled (the meeting); asked if unit could cause muscle cramps. Told that jolt occurred if patient arched their back and used it as a way of knowing it was on. Mentioned that once when patient checked unit it was off and it was charged about 1/2 and to their knowledge there was no way patient turned it off. Told patient they probably needed a new one. (Patient) disagree. Patient did not rescheduled based on the state of the world (covid-19). Md adjusted patient's meds, had been decreasing, still get occasional muscle cramps. Patient will just deal. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 39565-65 lot# va0h82y034 serial# (B)(6) implanted: (B)(6) 2014 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, lot#: va0h82y034, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 18-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since (B)(6) 2019, the patient started noticing jolting, so they decreased their settings because the jolts were causing them to have stomach cramps. Additionally, the stimulation was not reaching the correct area for their pain. The patient reported they felt like the lead had moved and therefore wasn't effectively addressing their pain. The patient hadn't had their device programmed since 2015, so they requested to meet with a manufacturer representative (rep) for reprogramming. They were redirected to the doctor to schedule an appointment for reprogramming. They have been taking pain medications along with the use of the stimulator, but their medication intake had decreased by 5% from what they were taking prior to getting the stimulator, and therefore are relying more on the stimulator for their pain control. No further complications were reported or anticipated.